Manufacturer narrative:
H3: product analysis of part# 3992611, lot# 59pu - optical and microscopic examination of the implant returned for analysis identified deformation at the inserter mating face and threads are damaged. This is consistent with significant impact during attempted implantation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, distributor) regarding a patient having minimally invasive tran sforaminal lumbar interbody fusion (mis tlif). It was reported that the inner thread of inserter was idle and the inserter cannot move forward and attach the cage. A new same size cage was opened and attached successfully. There were no patient symptoms reported. There were no further complications reported regarding the event.